Event description:
The boston scientific synergy drug-eluting stent (des) was dislodged from the delivery platform while attempting to reposition to the desired anatomy during a standard percutaneous coronary intervention (pci) in a patient with acute coronary syndrome (acs).